Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. A third-party service agent will evaluate the device. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device lost connection with the hard paddles that were attached, and would not recognize the hard paddles being connected. It was reported that contact between the device and hard paddles was restored after a system reboot. Touching the key pad on the device caused the signal between the device and hard paddles to be lost again. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The device was eventually evaluated by a third-party service agent. The third-party verified the reported issue of the device not recognizing a connection to the hard paddles. The reported issue of the device not powering on, could not be verified. The customer declined repair of the device and the device was returned to them without being repaired. A cause of the reported issue could not be determined.

Event description:
Additional information was provided to physio-control where the customer reported that the device would not power on.

Manufacturer narrative:
The customer did not return the device to physio-control for evaluation, despite several attempts from physio to get the device returned. They did not send their device to a third-part service agent either. The customer confirmed they continued to use their device as the reported issue did not repeat itself. An evaluation of the device was not performed and a cause of the reported issue could not be determined.